Event description:
The device was used during a laparoscopic bowel resection procedure. Reportedly, the instrument did not cut. The surgeon applied another device; however, staples did not form properly. The surgeon resected the tissue and performed a colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.